Event description:
Patient was receiving tube feeds via a keofeed tube. After patient had a bowel movement, the weighted end of the keofeed tube was found in patient's stool. The keofeed tube was removed from patient's nose by a staff member. The catheter was found to be broken off at the tip. There was no apparent patient harm.